Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a garbled display. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to swap displays to identify and replace the failed part. The customer reported to have identified the graphical user interface (gui) printed circuit board (pcb) as the cause of the malfunction and will call back with authorization for a covidien customer support engineer (cse) to repair the device. At this time the unit has not been repaired.